Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia roller pump displayed a 'pump jam' message. The occlusion was checked and loosened but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81-evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. During evaluation the pst observed 'pump jam' and 'belt slip' messages displayed on the roller pump when intentionally over-occluded. The roller pump responded to testing appropriately and no defect could be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The pump operated as expected and passed all release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.